Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had noise noted on recorded episodes and the bipolar impedance triggered a warning. The ventricular lead was noted to have bipolar impedance that triggered a warning. The noise was unable to be reproduced in office. During the revision procedure, the atrial lead was noted to have insulation broken. Both leads were replaced. The device was replaced as the physician could not be sure that there was no problem due to the impedance warnings on both leads. The patient reported that the leads "failed prematurely" putting the patient at risk since they are pacemaker dependent and patient reported having pain and suffering after the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and there was blood on the proximal conductor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.